Manufacturer narrative:
Product ID: 37761 lot# serial# (B)(4), product type: recharger. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 74001, lot# n240169, implanted: (B)(6) 2010, product type: adapter. Product ID: unkext, serial# (B)(4), implanted: (B)(6) 2000, product ID: unkn-ld, serial# (B)(4), implanted: (B)(6) 2000, product ID: 37761, serial# (B)(4), product type: recharger. Analysis determined that the connector was broken on the desktop charger (s/n (B)(4)).

Event description:
It was reported that the recharger (insr) was not charging. The pin had broken a couple of weeks prior. Indication for use included rsd causalgia - complex regional pain syndrome it was further reported that an overdischarge (od) was suspected. The patient reiterated that the recharger was not charging and she got a replacement. The patient then had to wait for an appointment with her physician and she was then directed to call the company. The last time the patient felt stimulation was 2.5 months ago, which is also the time of the last successful recharge session. The physician mode recharge process was discussed and the patient was redirected to her physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.